Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from a customer reporting the apnea alarm on the v60 ventilator was not functioning. The device was reported as in clinical use. There was no harm. Investigation ongoing / resolution pending.

Manufacturer narrative:
Correct codes. Additional information: a philips remote service engineer (rse) reported the customer requested onsite service for a full performance verification testing (pvt) to verify device operations before returning to service. The customer declined service. Therefore, the final disposition of the device could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.